Event description:
A sales representative reported on behalf of a customer that the e8230lso, e9000 fluted low speed optimum bur, round, carbide, 3 x 48 mm device was used in an ear procedure on (B)(6)2024, and ¿during a ent surgery, surgeon was using coolflex with our bur when the head of the bur broke inside the patient. Fortunately, they can removed with no issues for the patient.". The procedure was completed with an alternate same device, and a delay of 15 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the e8230lso, e9000 fluted low speed optimum bur, round,carbide,3 x 48 mm device was used in an ear procedure on (B)(6) 2024, and ¿during a ent surgery, surgeon was using coolflex with our bur when the head of the bur broke inside the patient. Fortunately, they can removed with no issues for the patient.". The procedure was completed with an alternate same device, and a delay of 15 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid contact with cutting tip of blade or bur when locking into handpiece. Tips are sharp and may cause injury. Do not use burs for plunge cutting. Injury or damage may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.